Event description:
It was reported that a patient underwent an emergency debridement and suturing procedure on (B)(6) 2023 and suture was used. During the procedure, the patient suffered from a skin laceration caused by a left eyebrow injury and underwent emergency debridement and suturing. The doctor used suture to suture the patient's skin, but the suture broke during the pulling process, causing the wound to not be sutured. After replacing the suture, it was re sutured, increasing the patient's pain. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? What is the current status of the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.